Event description:
Same case as MDR ID: 2184052-2014-00079. It was reported that post-operative screw breakage occurred. The patient underwent a l5-s1 tlif using peek ardis and st360 spinal instrumentation. Six months, it is reported that the two s1 screws were found to be broken 12-15mm below the head of the screw and was non-symptomatic at that time. The patient later underwent a revision surgery about 2 years post-operatively due to the onset of symptoms. The patient had not fused. The instrumentation was removed and replaced with non-zimmer products.

Manufacturer narrative:
Add'l relevant info will be provided when the device evaluation is completed.